Event description:
Customer reported buffer solution splashed into her eyes when she pulled a pull-tab. Customer indicated that she was wearing contact lenses.

Manufacturer narrative:
Customer indicated that she washed her eyes under running water and received ophthalmology the next day. Customer indicated that an eyeball did not have a wound or inflammation. The doctor's diagnosis was to keep the patient (customer) under observation. The dca vantage operators guide states, "using a smooth, slow, continuous motion, pull the flexible pull-tab completely out of the reagent cartridge." Customer felt that speed to pull up the pull-tab was fast. An appropriate technique has been reviewed with the customer. Siemens representative confirmed that operator is fine. The event has occurred due to an operator error.